Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced urinary retention and had to intermittently self catheterize, and underwent cystoscopy on (B)(6) 2008 for obstructed sling, transvaginal urethrolysis, bladder neck closure and martius flap. The patient had nerve stimulator[medtronic interstim ii] placement on (B)(6) 2008. The patient began to experience persistent stress incontinence and a failed neuromodulator implant. Patient underwent explant of interstim generator, cystoscopy with transurethral collagen injection on (B)(6) 2009. It was reported the patient experienced persistent urinary incontinence and chronic right labial pain. Several agents were tried including neurontin and tramadol for neuropathy and or nerve entrapment. The patient underwent rectus fascial harvest and pubovaginal sling with cystostomy suprapubic catheter tube and incision of the martius flap site on (B)(6) 2009. The patient continued to have voiding dysfunction and urinary retention and has to straight catheterize herself on (B)(6) 2009, the suprapubic catheter was removed 2 weeks ago. The patient reports on (B)(6) 2009, continues to have pelvic pain and self- catheterizes. The patient experienced possible urethral obstruction and vaginismus, cystoscopy with botulinum toxin was injected on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, recurrence, infection, urinary and bowel problems, dyspareunia, neuromuscular problems, organ perforation and vaginal scarring. It was reported that patient underwent the following additional surgeries: cystoscopy due to urinary retention and urethral dilatation ((B)(6) 2007); partial removal due to erosion ((B)(6) 2008); revision ((B)(6) 2008); revision ((B)(6) 2009); partial removal due to erosion ((B)(6) 2010). It was reported on (B)(6) 2007 the patient had already undergone three cystoscopies/urethral dilation which did not improve voiding. She continued to report dysuria, urgency and urinary retention, in (B)(6) 2007 and underwent cystoscopy, there was no evidence of foreign bodies or erosion of mesh within urethra, CT scan was negative for hydronephrosis, nephrolithiasis or masses. In (B)(6) 2007 she was treated with antibiotics for pyelonephritis and is self catheterizing. Planned surgery for transurethral urethrolysis, supra pubic tube and foley catheter placement with possible martius labial fat pad. It was reported the patient experienced chronic labial pain, persistent stress urinary incontinence, and urinary retention. She was admitted on (B)(6) 2008 then discharged on (B)(6) 2008 and underwent mobilization of martius labial fat and bladder neck suspension procedure. No additional information provided at this time. (B)(4).